Event description:
It was reported that an ilet user experienced hyperglycemia with a highest blood glucose of 450 mg/dl after reconnecting to the ilet post-hospital transplant, noting reduced meal insulin delivery (3 units instead of 8 units) and perceived lack of correction dosing; the user had concurrently reverted to multiple daily injections while still connected and requested a device reset, with education provided to pause the pump and wait before reconnecting. Customer care provided support that included customer counseling on best practices, guidance to wait for glucose stabilization prior to reset, recommendation to consult a healthcare professional or trainer, and follow-up coordination. Investigation of this case revealed that the cause of the hyperglycemia was unclear and that improper use and recent re-initiation after a period off therapy could have contributed, with no device malfunction confirmed. Symptoms included fatigue. Outcomes included continued monitoring and training without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.